Event description:
The customer reported that the unit would not power up.

Manufacturer narrative:
The customer reported that the unit would not power up. A philips field service engineer evaluated the unit at the customer site and confirmed the symptom. Disconnecting and reconnecting the battery resolved the problem. The unit passed all post-service testing and was returned to service.